Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. The end-user is cleansing peristomal skin with water, applying the polysporin powder, paste, eakin cohesive seal and then the wafer. End-user also reports using an ostomy belt. Convatec instructed end-user in the following care plan: provided instructions in crusting techniques using either the polysporin powder or stomahesive powder and a no sting protective barrier; the use of stomahesive skin care barrier over the affected site and will be sent samples of both. Lastly, end-user was instructed to notify convatec with any questions or concerns. No additional pt/event details have been provided to date. A return sample for eval is not expected. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on august 01, 2014. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.

Manufacturer narrative:
(B)(4). The product associated with batch 4d00042 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It is reported that end-user's peristomal skin under durahesive barrier presented as a red open area with irritation and pain associated with the ostomy product. Initially a non-convex one piece pouch was recommended; however, approx a month later the end-user notified convatec with reports of the samples received did not resolve the issue. It is further reported that the end-user was visited a wound care center and was seen by a surgeon and a dermatologist, who (surgeon) cautioned against a stoma revision due to the user's age, and the dermatologist prescribed a polysporin powder to treat the affected site. Lastly, the wound center, according to the end-user, dose not know what to do about the situation anymore.